Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a false air in line channel error. There was no patient involvement.

Manufacturer narrative:
A supplemental report sent to FDA with same teco date of 9/15/20 as the product was received and the investigation/root cause tab is completed, this serves as new information. A review of the device history record for sn14400886 was performed from date of manufacture, 5/19/2015 to the present date 0/7/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Event description:
It was reported that the 8100 pump module had air in line. There was no patient involvement.